Event description:
Customer reported a patient with passive anti-d that failed to react with panel cells 1 and 11 on 0.8% resolve panel a lot vra186. Testing performed in manual gel with 15 minutes incubation using igg card lot number 061113001-30. Customer did not miss identification since they knew the patient had received rhogam. No harm came to patient. Customer could not specify the date of testing, issue was reported (B)(6) 2013. Previous testing had been carried out with screening cell lot vss571. The reaction was weakly positive. Daily qc was performed and found to be acceptable. All reagents were stored appropriately and had normal appearance prior to use.

Manufacturer narrative:
Ocd performed batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. Retain testing could not be performed as the lot expired on the day the complaint was received. (B)(4). Product expired on 15oct2013.